Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the connection between the needle and the ars syringe was too loose. A new syringe was used.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) with a blue tip and an 18 ga introducer needle. A visual exam was performed and the syringe and needle appeared typical. The luer taper inside the female hub of the needle was checked with a luer gauge and passed. The taper of the male hub of the introducer needle was checked with a luer gauge and passed. The needle was attached to the syringe and it fit snuggly with no indication that it was loose. Water was aspirated into the syringe and no air bubbles were present. A review of the device history records for the ars and introducer needle did not reveal any manufacturing related issues. The report of a loose connection between the ars and introducer needle could not be confirmed through evaluation of the returned sample. Both components passed luer gauge checks and functional testing. A DHR review was performed and it did not reveal any manufacturing related issues. No problem was found on the returned sample. No further action will be taken.

Event description:
The customer alleges that the connection between the needle and the ars syringe was too loose. A new syringe was used.